Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that 3 months after the dental implant was installed in intraoral region #14, it was verified its' loss of osseointegration. More than 10 ncm of primary stability was achieved & immediate load was not performed. Patient had low bone quality IV.